Event description:
On (B)(6) 2015, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient¿s onetouch ultralink meter read inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation. The reporter alleged that the meter started to read inaccurately during the afternoon of (B)(6) 2015, although no results were provided for this time. The patient manages her diabetes with insulin (no adjustments). The reporter alleged that on (B)(6) 2015, the patient increased her dose of medication as a result of obtaining alleged inaccurate readings. The reporter also alleged, date/time unknown, the patient developed symptoms of ¿shortness of breath, diaphoresis, chest pain and vomiting¿ and that she received ¿insulin 0.05 units per kilogram per hour¿ as treatment for her symptoms from a ¿non-hcp¿ on the morning of (B)(6) 2015. The reporter indicated that on (B)(6) 2015 at 8:55 am, the patient obtained alleged inaccurately erratic blood glucose results of ¿375-566 mg/dl¿ more than 20 minutes apart. The time difference of greater than 20 minutes makes this comparison invalid for the purposes of determining an inaccuracy. The reporter also indicated, date/time unknown, the patient obtained a blood glucose result on an ER/hospital meter of ¿572 mg/dl¿. At the time of troubleshooting, the cca noted that the patient had obtained samples from the same approved sample site and the meter was set to the correct unit of measure. The issue was resolved through training. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.